Event description:
Caller provided patient name+ dob. Caller indicated that patient has failing durata lead. Asked about storing vt/vf episodes if vf detections are programmed off. Caller suspects that rv lead is oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).